Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. There was one which resulted in rework being performed. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Upon follow up, the biomed stated that there was only one dialyzer blood leak that occurred on (B)(6) 2018 from 19eu06015 was immediately after initiating treatment. The patient was able to complete treatment on the same machine after setup with new supplies. The blood leak was described as external. The biomed stated that the 2008t machine did not alarm as the leak was external. The patient¿s estimated blood loss was 10ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The biomed stated that the blood strips were not used as the leak as visually observed from the top of the dialyzer. The dialyzer was discarded and not available to be returned to the manufacturer for physical evaluation.